Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed from the patient's body over a 0.035 wire. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion had 90% stenosis with no calcification.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed from the patient's body over a 0.035 wire. The procedure was completed with another of the same device. No patient complications were reported.